Event description:
A customer reported a power source alert while using a tandem charging cable and wall adapter. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the customer to plug the wall adapter into an outlet known to be working and wait at least 30 minutes. This action resolved the issue, as the pump began charging, and no further assistance was needed.